Event description:
A peritoneal dialysis pt called technical support concerning difficulty inserting the cycler set cassette, and was advised to re-setup and to start in drain 0 then drain 2500 ml, then by-pass into fill 3 to continue. When the pt re-setup, she, by-passed over the drain 0 into the fill 2 and filled with 1648 ml. She was advised to press stop and do the stat drain. The pt drained 4935 ml, then continued to fill 3 and filled with 1999 ml, the went into dwell 3. Drain 0: 0 ml, fill 1: 0 ml, drain 1: 0 ml, fill 2: 1648 ml, drain 2: 4935 ml, fill 3: 1999 ml, drain 3: not reported. This event meets the criteria for a reportable overfill malfunction; the drain volume is greater than 180% of the prescribed fill volume (4935/1648=299%). According to the pt's peritoneal dialysis nurse, the pt did not experience any complications and was fine.

Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided by the pt. A large intra-peritoneal volume drained at drain 2 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and a supplemental report will be submitted upon completion.